Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices. Surgical intervention may take place in the future.

Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.